Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 396 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with moderate ketones. Customer was treated with intravenous fluids; nature of fluids was not provided. Customer was discharged the same day with the issue resolved and no permanent damage.